Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a low blood glucose of an unknown value and passed out at home. The customer experienced digestion issues; their stomach and intestines operate at 30 percent functionality, so when they are eating they're food is not absorbed as quickly. The caller believes that the customer's food may not have been absorbed before their bolus became active, which may have contributed to the hypoglycemia. Troubleshooting did not occur. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2019.